Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that vasoview hemopro 2 was not working. No patient harm. No added incisions or time. No detail given relative to specific issue encountered. Finished case using new kit.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000458338 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
N/a.